Event description:
It was reported that approximately 20 months post-implant of a bifurcated device and two infrarenal aortic extensions, a follow-up computed tomography scan revealed a type iii endoleak of the bifurcated device. Reportedly, the physician identified a proximal type I endoleak during a follow-up computed tomography scan (approximately 9 months), which was originally treated with two competitor¿s stents on each side of the vessel and an additional infrarenal aortic extension. (MFR # 2031527-2012-00150) the physician also elected to place a suprarenal aortic extension to ensure a good seal. However, approximately 9 months later, a follow-up computed tomography scan identified a type iiib endoleak just above the bifurcated device, which was treated with an additional infrarenal aortic extension. (MFR # 2031527-2013-00154). Reportedly, approximately 2 months later, a follow-up computed tomography scan revealed an endoleak was still present. The physician elected to reline with a second bifurcated device and an additional infrarenal aortic extension. Final angiogram showed good result with aneurysm completely sealed off. The patient tolerated the procedure well. Additional information: this complaint associated with (B)(4) ( 2031527-2012-00150) and (B)(4) (2031527-2013-00154).

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. A sample was not returned for evaluation. However, medical records were provided for review by a clinical representative. The review concluded that the endoleak was successfully resolved using an additional bifurcated implant in conjunction with a bx stent. There were no product issues identified in the event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the reported event has been inconclusive. (B)(4).